Manufacturer narrative:
Report confirmed. Evaluation determined that the tool tip was broken and missing. The likely cause was identified as a combination of contact of the tool between a metal object and the tool neck while running, heavy load and/or inadequate irrigation. It was also identified that the broken tool was still used on bone rounding the corners of the tip end. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a fusion surgery at two levels, the surgeon did not notice that the drill broke and continuously drilled a pilot hole into cortical bone. It was reported that during the routine imaging that it was confirmed that the drill tip piece was left in the patient. No patient impact reported. It was also reported that the surgeon tried to retrieve the tip of the tool with forceps however that failed. The surgeon determined removal would cause the patient to lose too much blood and the broken tip was out of insertion route of the screws and the wound was closed. On follow up it was confirmed that there was no patient impact and no additional follow up was required for the patient post surgery. It was also reported that the patient has left the hospital and went home with no further complications reported back to the hospital.